Event description:
After needle puncture to right neck vein, wire was pulled back and resistance was felt by the physician. After the wire was removed the physician reported that the wire had coiled on itself, knotted and unraveled. A small coil of wire tip was left in patient's neck and the procedure was terminated. Location of the wire was determined by fluoroscopy and x-ray and determined to be in a stable position. Physician plans to discharge patient, allow scar formation and reschedule procedure.